Manufacturer narrative:
The received device had the cannula assembly fully deployed. Pod data indicates there was no struggle to deliver insulin. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The pod was received with the soft cannula deployed. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No damages, tears, or leaks were observed that would cause a leak during wear. Inspection of the needle tip, soft cannula, adhesive pad, and bottom housing found no damages or defects that would contribute to irritation. The cause of the event could not be determined. An error occurred during the parsing process and the alarm time displayed is expected to be incorrect. An alarm was observed in the data. This alarm was an 0x1c, which is triggered when the pods operation hits 80 hours. This is not a failure of the device but rather a safety feature of the device.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. The patient also reported irritation and leaking at the insertion site. As treatment the patient removed the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.